Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic anterior resection procedure, the pre-loaded reload with the handle was fired successfully, however on the second reload the device did not fire. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.